Event description:
Boston Scientific Corporation became aware of an event involving an Axios Stent and Electrocautery Enhanced Delivery System through an article titled, "Long- Term Clinical Success of Endoscopic Ultrasound- Guided Gastroenterostomy in Benign Gastric Outlet Obstruction", by Manuel Perez- Miranda, et al. The study aimed to evaluate long-term clinical outcomes of EUS-GE in benign Gastric Outlet Obstruction (bGOO).According to the article, a multicenter retrospective study was conducted across nine centers involving patients who underwent EUS-GE for the treatment of bGOO. Patients scheduled for EUS-GE with LAMS between January 2017 and June 2023 were considered eligible. There were 62 patients included for analysis. Most cased of bGOO were related to pancreatic disease. Technical success was achieved in 61 patients. One patient had stent misdeployment with a prior laparoscopic gastrojejunostomy. The gastric wall defect was closed with an over-the-scope clip.The patient developed post-procedure aspiration pneumonia and passed away 7 days later. Please see the referenced article for full details.Note: It was reported that the Axios stent was placed to treat a benign gastric outlet obstruction. However, the Axios Stent Electrocautery-Enhanced Delivery System Instructions for Use state that "the Axios stent is indicated for use to facilitate trans gastric or trans duodenal endoscopic drainage of: a pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content; the gallbladder in patients with acute cholecystitis who are at high risk for, or unsuitable for, surgery; and the bile duct after failed ERCP in patients with biliary obstruction due to a malignant stricture." The stent is not intended to treat a benign Gastric outlet obstruction.Additional Information received on July 06, 2026The patient did not have an Axios stent placed due to a technical failure. This failure was not caused by any device malfunction or device-related issue, but rather by anatomical constraints that prevented successful placement. Given the patient's frailty, aggressive treatment options, including intensive therapy, were not considered appropriate. Instead, care was focused on comfort measures. Following the patient's death, no autopsy was performed.

Event description:
BOSTON SCIENTIFIC CORPORATION BECAME AWARE OF AN EVENT INVOLVING AN AXIOS STENT AND ELECTROCAUTERY ENHANCED DELIVERY SYSTEM THROUGH AN ARTICLE TITLED, "LONG- TERM CLINICAL SUCCESS OF ENDOSCOPIC ULTRASOUND- GUIDED GASTROENTEROSTOMY IN BENIGN GASTRIC OUTLET OBSTRUCTION", BY MANUEL PEREZ- MIRANDA, ET AL. THE STUDY AIMED TO EVALUATE LONG-TERM CLINICAL OUTCOMES OF EUS-GE IN BENIGN GASTRIC OUTLET OBSTRUCTION (BGOO). ACCORDING TO THE ARTICLE, A MULTICENTER RETROSPECTIVE STUDY WAS CONDUCTED ACROSS NINE CENTERS INVOLVING PATIENTS WHO UNDERWENT EUS-GE FOR THE TREATMENT OF BGOO. PATIENTS SCHEDULED FOR EUS-GE WITH LAMS BETWEEN JANUARY 2017 AND JUNE 2023 WERE CONSIDERED ELIGIBLE. THERE WERE 62 PATIENTS INCLUDED FOR ANALYSIS. MOST CASED OF BGOO WERE RELATED TO PANCREATIC DISEASE. TECHNICAL SUCCESS WAS ACHIEVED IN 61 PATIENTS. ONE PATIENT HAD STENT MISDEPLOYMENT WITH A PRIOR LAPAROSCOPIC GASTROJEJUNOSTOMY. THE GASTRIC WALL DEFECT WAS CLOSED WITH AN OVER-THE-SCOPE CLIP. THE PATIENT DEVELOPED POST-PROCEDURE ASPIRATION PNEUMONIA AND PASSED AWAY 7 DAYS LATER. PLEASE SEE THE REFERENCED ARTICLE FOR FULL DETAILS. NOTE: IT WAS REPORTED THAT THE AXIOS STENT WAS PLACED TO TREAT A BENIGN GASTRIC OUTLET OBSTRUCTION. HOWEVER, THE AXIOS STENT ELECTROCAUTERY-ENHANCED DELIVERY SYSTEM INSTRUCTIONS FOR USE STATE THAT "THE AXIOS STENT IS INDICATED FOR USE TO FACILITATE TRANSGASTRIC OR TRANSDUODENAL ENDOSCOPIC DRAINAGE OF: A PANCREATIC PSEUDOCYST OR A WALLED-OFF NECROSIS WITH GREATER THAN OR EQUAL TO 70% FLUID CONTENT; THE GALLBLADDER IN PATIENTS WITH ACUTE CHOLECYSTITIS WHO ARE AT HIGH RISK FOR, OR UNSUITABLE FOR, SURGERY; AND THE BILE DUCT AFTER FAILED ERCP IN PATIENTS WITH BILIARY OBSTRUCTION DUE TO A MALIGNANT STRICTURE." THE STENT IS NOT INTENDED TO TREAT A BENIGN GASTRIC OUTLET OBSTRUCTION.

Manufacturer narrative:
BLOCK B3: APPROXIMATED BASED ON THE DATE THE STUDY WAS CONDUCTED. BLOCK D4, H4: THE LITERATURE ARTICLE DID NOT PROVIDE THE SUSPECT UPN AND LOT NUMBER. BECAUSE THE PRODUCT IS UNKNOWN AT THIS TIME, WE ARE UNABLE TO PROVIDE THE COMPLETE UNIQUE IDENTIFIER (UDI) # AND OTHER PRODUCT SPECIFIC INFORMATION. IF ADDITIONAL DETAILS BECOME AVAILABLE, A SUPPLEMENTAL REPORT WILL BE SUBMITTED. BLOCK G2: LITERATURE SOURCE: MANUEL PEREZ-MIRANDA, ET. AL., ": LONG- TERM CLINICAL SUCCESS OF ENDOSCOPIC ULTRASOUND- GUIDED GASTROENTEROSTOMY IN BENIGN GASTRIC OUTLET OBSTRUCTION" DIGESTIVE ENDOSCOPY, 2025; 37:1198-1206. HTTPS://DOI.ORG/10.1111/DEN.15087. BLOCK H6: IMDRF DEVICE CODE A1502 IS BEING USED TO CAPTURE THE REPORTABLE EVENT OF STENT MISDEPLOYMENT. IMDRF PATIENT CODE E0704 IS BEING USED TO CAPTURE THE REPORTABLE PATIENT COMPLICATION OF ASPIRATION PNEUMONIA. IMDRF IMPACT CODE F02 IS BEING USED TO CAPTURE PATIENT'S DEATH. IMDRF IMPACT CODE F2301 IS BEING USED TO CAPTURE THE ADDITIONAL DEVICE USED TO CLOSE THE GASTRIC WALL. MDRF IMPACT CODE F2303 IS BEING USED TO INDICATE THAT THE PATIENT WAS TREATED WITH IV ANTIBIOTICS.

Manufacturer narrative:
BLOCK B3: APPROXIMATED BASED ON THE DATE THE STUDY WAS CONDUCTED. BLOCK D4, H4: THE LITERATURE ARTICLE DID NOT PROVIDE THE SUSPECT UPN AND LOT NUMBER. BECAUSE THE PRODUCT IS UNKNOWN AT THIS TIME, WE ARE UNABLE TO PROVIDE THE COMPLETE UNIQUE IDENTIFIER (UDI) # AND OTHER PRODUCT SPECIFIC INFORMATION. IF ADDITIONAL DETAILS BECOME AVAILABLE, A SUPPLEMENTAL REPORT WILL BE SUBMITTED. BLOCK G2: LITERATURE SOURCE: MANUEL PEREZ-MIRANDA, ET. AL., ": LONG- TERM CLINICAL SUCCESS OF ENDOSCOPIC ULTRASOUND- GUIDED GASTROENTEROSTOMY IN BENIGN GASTRIC OUTLET OBSTRUCTION" DIGESTIVE ENDOSCOPY, 2025; 37:1198-1206. HTTPS://DOI.ORG/10.1111/DEN.15087. BLOCK H6: IMDRF DEVICE CODE A1502 IS BEING USED TO CAPTURE THE REPORTABLE EVENT OF STENT MISDEPLOYMENT. IMDRF PATIENT CODE E0704 IS BEING USED TO CAPTURE THE REPORTABLE PATIENT COMPLICATION OF ASPIRATION PNEUMONIA. IMDRF IMPACT CODE F02 IS BEING USED TO CAPTURE PATIENT'S DEATH. IMDRF IMPACT CODE F2301 IS BEING USED TO CAPTURE THE ADDITIONAL DEVICE USED TO CLOSE THE GASTRIC WALL. MDRF IMPACT CODE F2303 IS BEING USED TO INDICATE THAT THE PATIENT WAS TREATED WITH IV ANTIBIOTICS. BLOCK H11: INVESTIGATION RESULT: BASED ON THE AVAILABLE INFORMATION, BOSTON SCIENTIFIC CONCLUDES THAT THE REPORTED EVENT OF A STENT POSITIONING ISSUE COULD NOT BE CONFIRMED. THE DEVICE WAS NOT RETURNED; THEREFORE, A TECHNICAL ANALYSIS COULD NOT BE PERFORMED. THE REPORTED PATIENT COMPLICATIONS ASPIRATION PNEUMONIA AND DEATH AS WELL AS THE NEED FOR AN ADDITIONAL DEVICE AND MEDICATION COULD ALSO NOT BE CONFIRMED, AS THESE EVENTS OCCURRED DURING THE PROCEDURE AND THERE IS NO OBJECTIVE EVIDENCE OR DESCRIPTIVE INFORMATION TO ESTABLISH THE CAUSE OF THE REPORTED EVENT. DEVICE HISTORY RECORD REVIEW: A REVIEW OF THE MANUFACTURING DOCUMENTATION FOR THIS DEVICE WAS UNABLE TO BE PERFORMED AS THE DEVICE UPN AND LOT NUMBER IS UNKNOWN, DEVICE TECHNICAL ANALYSIS: THE DEVICE WAS NOT RETURNED; THEREFORE, TECHNICAL ANALYSIS COULD NOT BE PERFORMED. LABELLING REVIEW: THE LABELING REVIEW FOUND EVIDENCE TO SUGGEST THAT THE DEVICE WAS USED IN A MANNER INCONSISTENT WITH THE LABELLED INDICATIONS. "THE AXIOS STENT IS INDICATED FOR USE TO FACILITATE TRANSGASTRIC OR TRANSDUODENAL ENDOSCOPIC DRAINAGE OF: A PANCREATIC PSEUDOCYST OR A WALLED-OFF NECROSIS WITH GREATER THAN OR EQUAL TO 70% FLUID CONTENT; THE GALLBLADDER IN PATIENTS WITH ACUTE CHOLECYSTITIS WHO ARE AT HIGH RISK FOR, OR UNSUITABLE FOR, SURGERY; AND THE BILE DUCT AFTER FAILED ERCP IN PATIENTS WITH BILIARY OBSTRUCTION DUE TO A MALIGNANT STRICTURE"; HOWEVER, IT WAS REPORTED THAT THE AXIOS STENT WAS PLACED TO TREAT A BENIGN GASTRIC OUTLET OBSTRUCTION. ADDITIONALLY, STENT POSITIONING ISSUE AND DEATH ARE NOTED WITHIN THE IFU AS A POTENTIAL COMPLICATION ASSOCIATED WITH THE USE OF THE DEVICE. RISK REVIEW: A REVIEW OF THE AXIOS STENT AND ELECTROCAUTERY ENHANCED DELIVERY SYSTEM DFMEA AND HAZARD ANALYSIS WERE COMPLETED AND CONFIRMED THAT THE EVENT OF STENT POSITIONING ISSUE, ASPIRATION, ADDITIONAL DEVICE REQUIRED, MEDICATION REQUIRED AND DEATH WERE DEFINED IN THE RISK DOCUMENTATION. THIS EVENT TYPE HAS BEEN ACCOUNTED FOR DURING PRODUCT RISK ANALYSIS TO SUPPORT ACCEPTABLE RISK BENEFIT FOR THE PRODUCT. INVESTIGATION CONCLUSION: BASED ON THE AVAILABLE INFORMATION, THE MOST PROBABLE ROOT CAUSE IS CLASSIFIED AS A KNOWN INHERENT RISK OF THE DEVICE.

Event description:
BOSTON SCIENTIFIC CORPORATION BECAME AWARE OF AN EVENT INVOLVING AN AXIOS STENT AND ELECTROCAUTERY ENHANCED DELIVERY SYSTEM THROUGH AN ARTICLE TITLED, "LONG- TERM CLINICAL SUCCESS OF ENDOSCOPIC ULTRASOUND- GUIDED GASTROENTEROSTOMY IN BENIGN GASTRIC OUTLET OBSTRUCTION", BY MANUEL PEREZ- MIRANDA, ET AL. THE STUDY AIMED TO EVALUATE LONG-TERM CLINICAL OUTCOMES OF EUS-GE IN BENIGN GASTRIC OUTLET OBSTRUCTION (BGOO). ACCORDING TO THE ARTICLE, A MULTICENTER RETROSPECTIVE STUDY WAS CONDUCTED ACROSS NINE CENTERS INVOLVING PATIENTS WHO UNDERWENT EUS-GE FOR THE TREATMENT OF BGOO. PATIENTS SCHEDULED FOR EUS-GE WITH LAMS BETWEEN (B)(6) 2017 AND (B)(6) 2023 WERE CONSIDERED ELIGIBLE. THERE WERE 62 PATIENTS INCLUDED FOR ANALYSIS. MOST CASED OF BGOO WERE RELATED TO PANCREATIC DISEASE. TECHNICAL SUCCESS WAS ACHIEVED IN 61 PATIENTS. ONE PATIENT HAD STENT MISDEPLOYMENT WITH A PRIOR LAPAROSCOPIC GASTROJEJUNOSTOMY. THE GASTRIC WALL DEFECT WAS CLOSED WITH AN OVER-THE-SCOPE CLIP. THE PATIENT DEVELOPED POST-PROCEDURE ASPIRATION PNEUMONIA AND PASSED AWAY 7 DAYS LATER. PLEASE SEE THE REFERENCED ARTICLE FOR FULL DETAILS. NOTE: IT WAS REPORTED THAT THE AXIOS STENT WAS PLACED TO TREAT A BENIGN GASTRIC OUTLET OBSTRUCTION. HOWEVER, THE AXIOS STENT ELECTROCAUTERY-ENHANCED DELIVERY SYSTEM INSTRUCTIONS FOR USE STATE THAT "THE AXIOS STENT IS INDICATED FOR USE TO FACILITATE TRANSGASTRIC OR TRANSDUODENAL ENDOSCOPIC DRAINAGE OF: A PANCREATIC PSEUDOCYST OR A WALLED-OFF NECROSIS WITH GREATER THAN OR EQUAL TO 70% FLUID CONTENT; THE GALLBLADDER IN PATIENTS WITH ACUTE CHOLECYSTITIS WHO ARE AT HIGH RISK FOR, OR UNSUITABLE FOR, SURGERY; AND THE BILE DUCT AFTER FAILED ERCP IN PATIENTS WITH BILIARY OBSTRUCTION DUE TO A MALIGNANT STRICTURE." THE STENT IS NOT INTENDED TO TREAT A BENIGN GASTRIC OUTLET OBSTRUCTION.

Manufacturer narrative:
Block B5 has been updated with the additional information received on July 06, 2026.Block B3:Approximated based on the date the study was conducted.Block D2:Common Device Name and ProCode has been updated.Block D4, H4: The literature article did not provide the suspect UPN and Lot Number. Because the product is unknown at this time, we are unable to provide the complete Unique Identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.Block G2:Literature Source: Manuel Perez-Miranda, et. al., ": Long- Term Clinical Success of Endoscopic Ultrasound- Guided Gastroenterostomy in Benign Gastric Outlet Obstruction" Digestive Endoscopy, 2025; 37:1198-1206. https://doi.org/10.1111/den.15087.Block G4:Premarket / 510(k) was updated.Block H6:IMDRF Device code A1502 is being used to capture the reportable event of stent misdeployment.IMDRF Patient code E0704 is being used to capture the reportable patient complication of aspiration pneumonia.IMDRF Impact code F02 is being used to capture patient's death.IMDRF Impact code F2301 is being used to capture the additional device used to close the gastric wall.MDRF Impact Code F2303 is being used to indicate that the patient was treated with IV antibiotics.Block H11:Investigation result:Based on the available information, Boston Scientific concludes that the reported event of a stent positioning issue could not be confirmed. The device was not returned; therefore, a technical analysis could not be performed. The reported patient complications aspiration pneumonia and death as well as the need for an additional device and medication could also not be confirmed, as these events occurred during the procedure and there is no objective evidence or descriptive information to establish the cause of the reported event.Device History Record Review:A review of the manufacturing documentation for this device was unable to be performed as the device UPN and Lot number is unknown,Device Technical Analysis:The device was not returned; therefore, technical analysis could not be performed.Labelling Review:The Labeling Review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. "The Axios stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of: a pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content; the gallbladder in patients with acute cholecystitis who are at high risk for, or unsuitable for, surgery; and the bile duct after failed ERCP in patients with biliary obstruction due to a malignant stricture"; however, it was reported that the Axios stent was placed to treat a benign gastric outlet obstruction. Additionally, stent positioning issue and death are noted within the IFU as a potential complication associated with the use of the device. Risk Review:A review of the AXIOS Stent and Electrocautery Enhanced Delivery System DFMEA and Hazard Analysis were completed and confirmed that the event of Stent Positioning Issue, Aspiration, Additional Device Required, Medication Required and Death were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.Investigation conclusion:Based on the available information, the most probable root cause is classified as a known inherent risk of the device.